Event description:
Complainant alleges "the hospital is currently using the es38, and they reported that during use in a breast plastic surgery procedure, the needle became overheated and the insulation material melted, as can be seen in the attached pictures."

Manufacturer narrative:
We are in process of trying to get additional information about the device and incident, and the investigation is ongoing. Once we have additional information it will be submitted in a supplemental report.